Event description:
It was reported the patient felt the pump was not helping with his spasticity; the patient showed no signs of overdose or withdrawal. Patient was noted to have poor response to itb despite several increases. At the first refill the expected residual volume was 4 cc and over 12 were obtained. Patient was brought in four weeks after that refill to recheck the residual; the pump was noted to be full. A rotor study was performed which was normal. A side port aspiration was attempted without success. Patient was brought to surgery and sc connector was noted to be occluded, new sc segment was implanted. It was also indicated that it was replaced on (B)(6) 2012. It was unclear what date the catheter was replaced. A new 8578 was connected to existing catheter and pump and they were able to aspirate the side port prior to closing. Patient was currently doing well; spasticity was well managed. The following information was previously reported in manufacturer's report # 3007566237-2012-01096. [It was reported that the actual residual volume was greater than the expected residual volume; further details were not provided. Additional information has been requested; a follow-up report will be submitted if additional information is received. All future reporting will be done in manufacturer's report #3004209178-2012-06309.

Event description:
Additional information received reported further detail of event's already reported, and additional patient update following last report. As initially reported, the patient was noted to have cerebral palsy with severe spasticity primarily in their legs. At the time of implant, the baclofen (500mcg/ml) dose rate was 80mcg/day. At the time of the first refill, a physician removed 12 ml of the initial 40 ml of baclofen placed in the pump, when the expected volume was 4ml. As more medication was removed than expected, the physician filled with only 20 ml of a 2000 mcg/ml baclofen concentration as a precaution. The pump was programmed to adjust for the change of baclofen concentration. It was noted that at the time of this refill, the device system indicated the pump would be empty the next day. The pump did not alarm in regards to it needing to be refilled. At the first refill they continued to increase the daily dosage as the patient was not showing significant improvement. The system indicated that a dose of 550mcg/day was eventually reached. Sixty six days following the first pump refill, the system indicated it was time to refill again. When the residual medication was removed, the entire 20 ml of baclofen previously filled were withdrawn. No warning/alarm had occurred to indicate a system failure. A physician immediately sent the patient to a surgeon who implanted the pump and had equipment to diagnose the problem. A physician determined that there was a problem with the catheter. It was thought/indicated that the device could not detect and warn of a ''back flow pressure problem.'' Surgery was then scheduled to fix the catheter on (B)(6) 2012. Initially the physician intended to go into the spinal area because that was the "most likely place for a kink/blockage"; however, the physician replaced a defective connector. With a concentration of 2000 mcg/ml the daily flow rate could be set at no lower than 96 mcg/day, of which was only "16 more than the original dosage was supposed to be at and should not pose a problem." The next day however the patient's legs were so relaxed that they could no longer move them in the slightest, much less stand. The high dosage prevented the patient's bladder from functioning; and was now determined to be spastic. The patient was immediately sent to a rehabilitation hospital. The next day 20 ml of saline solution was added to the pump in order to dilute the baclofen to a concentration to 1000 mcg/ml, which could then be set to a minimum flow rate of 48mcg/day. It was noted that it would take 10 days to fully get the lowered concentration of baclofen through the catheter. It took approximately 8 days for the patient's bladder to start functioning to the point where they did not have to be catheterized 2 to 3 times daily. By (B)(6) 2012, the patient could again stand and walk with a walker almost to the point where they were prior to having the surgery. The patient was discharged home on (B)(6) 2012. It was further noted that the patient spoke with their physician and a manufacturer representative at the hospital, and it appeared that the patient never did receive the 80 mcg/day of baclofen; and the connector was defective from the start and had slowly "shut down" thus weaning the patient of the medicine. Therefore, the patient did not experience withdrawal symptoms.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the catheter/sutureless connector found an indent in the seal and occlusion. Under microscope inspection, a circular indent can be seen in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump. A significant majority of the indent is located in the silicone material of the cup of the sc connector. This indicates the connection between the sc connector and the pump's outlet port may possibly have been occluded.

Event description:
It was reported that the patient's pump had "too high residual in pump." Rotor and dye studies were completed and it was thought that the sutureless connector piece may be occluded. The catheter was replaced on (B)(6) 2012. It was reported there was no patient injury. The device system was used to deliver lioresal. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating the patient had experienced a failure of catheter occlusion/failure to infuse baclofen and had injuries of withdrawal from baclofen, spasticity, rigidity, pain, and forced revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8709sc, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type: catheter, product ID 8591-38, lot# d14208, serial#, implanted: 2012 (B)(6), explanted: product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.